Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was to be implanted to treat a tumor in the patient's colon on (B) (6) 2010. According to the complainant, the patient¿s anatomy was not very tortuous and the stent was to be implanted 25 centimeters from the anus. During the colonoscopy/stenting procedure, the exterior tube handle broke and the stent was unable to be deployed. The delivery device and undeployed stent were removed from the patient. Another stent was unavailable. Had another stent been available, the hospital would have implanted it. Instead of rescheduling the procedure however, the physician opted to send the patient to surgery. The physician did not want to risk waiting for another stent to be shipped, and was also concerned that the new stent may have the same issue. The following morning, the tumor was surgically removed and the patient received a colostomy. The tumor was successfully removed and the patient's condition post procedure was reported to be very good.

Manufacturer narrative:
(B) (6). (B) (4) - (surgery). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the stent was fully mounted. The outer sheath was slightly retracted from the distal tip by approximately 1mm. The deployment handle was found to be detached from the outer sheath, and a bend was noted in the stainless steel shaft. The shaft of the device was kinked at the distal and proximal ends of the mounted stent. The outer sheath was stretched in appearance for a distance of 125mm. A functional analysis was performed, and it was possible to retract the outer sheath by hand and deploy the stent, however slight resistance was encountered. Examination of the deployed stent and the stent holder found no anomalies. Based on the condition of the returned device, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was to be implanted to treat a tumor in the patient's colon on (B)(6) 2010. According to the complainant, the patient's anatomy was not very tortuous and the stent was to be implanted 25 centimeters from the anus. During the colonoscopy/stenting procedure, the exterior tube handle broke and the stent was unable to be deployed. The delivery device and undeployed stent were removed from the patient. Another stent was unavailable. Had another stent been available, the hospital would have implanted it. Instead of rescheduling the procedure however, the physician opted to send the patient to surgery. The physician did not want to risk waiting for another stent to be shipped, and was also concerned that the new stent may have the same issue. The following morning, the tumor was surgically removed and the patient received a colostomy. The tumor was successfully removed and the patient's condition post procedure was reported to be very good.